Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump and assisted the customer with this process, ensuring that the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if any issues reoccur.